Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and expired. These claims were allegedly caused by the product which was administered to the pt for dialysis treatment.